Event description:
V-loc needle, while being used in an endo stitch auto suture device, broke into 2 parts and one portion of the needle remained in the patient's vaginal cuff tissue. (Case was a laparoscopic total hysterectomy) radiology was required to locate the needle portion, and then the surgeon was able to retrieve the section.